Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals. The noise on the ra channel was suspected to be non-physiological and caused inappropriate atrial tachy response (atr). Technical services (ts) discussed adjusting sensing and recommended a defibrillation threshold (dft) test. Ts also discussed that the right ventricular (rv) lead and this ra lead were failing and recommended lead revisions. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).